Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm and the screen was cloudy making it hard to read. The customer stated insulin pump had recently got error code every time and sometimes gets random or unexplained no delivery alarms, customer stated insulin squirts out instead of dripping when priming. Customer stated insulin pump was cracked where the battery goes and on top of reservoir and also the rubber part came off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.